Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ port where it was reported that the product is pulling from the primary bag and secondary bag at the same time. The event occurred on during infusion. The product has been used before the issue was noticed and there was no leaking. There was patient involved, and unknown patient harm, but the issue resulted into prolonged infusion time and there was delay in therapy.

Manufacturer narrative:
One video was shared by the customer where an unknown extension set and a chemolock are connected into a bd alaris pump. On the set-up, is observed how drops of solution fall into the drip chamber. However, no slow flow issues or anomalies on the video are observed. Complaint of unintended concurrent flow cannot be confirmed based on the video shared by the customer. The chemolock itself is not responsible for the events described on the complaint. The chemolock ICU medical device, works as a connector not as a flow control regulator. The device historoy review (DHR) lot#5598605 was reviewed and no nonconformities were found that would have led the reported condition on the complaint.